Event description:
It was reported that the right ventricular lead recorded many non-sustained ventricular tachycardia episodes and the sensing integrity counter (sic) was elevated. Isometrics and arm movement were performed, however noise and oversensing could not be provoked and observed on the real time electrocardiogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing. There were 39 ventricular non-sustained tachycardia (nst) episodes with less than or equal to 210 ms between (B)(6) 2012 13:14:23 and (B)(6) 2012. There was also interference/noise; illustrated by the ventricular short interval count (v-sic) equal to 198.3 counts avg/day, in 83.8 days, between (B)(6) 2012 16:40:07 and (B)(6) 2012.